Event description:
Guidant received information that difficulty was experienced when attempting to interrogate this implantable cardioverter defibrillator (ICD). Once interrogated, a error message stated that a possible device malfunction had occurred. The device has been explanted and returned for analysis. A new guidant device was successfully implanted.